Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 1627487-2017-07822. It was reported the patient was unable to set the ipg to MRI mode. Ipg logs were assessed, diagnostics revealed low impedance for multiple lead contacts. A visual inspection showed lead was not fully inserted into the header. The patient had surgery to explant the scs system and replaced with a different scs ipg. Post operatively programming was able to capture patient's pain pattern.